Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a packaging issue involving a accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: the returned packaging was examined. The outer box was damaged in sections. The inside of the inner blister had abrasive type wear that was white in appearance. The outer blister pack was not returned for analysis. A small portion of the stem containing sleeve also showed this abrasive wear. The stem itself was unremarkable. A memo provided by the packaging cell concluded, "the unit returned through complaint pi was packaged in accordance with the manufacturing and assembly procedures. It was determined that the issue was not generated though the packaging manufacturing process." -medical records received and evaluation: not performed, no adverse consequences to the patient were noted. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the packaging manufacturing department concluded, "the unit returned through complaint pi was packaged in accordance with the manufacturing and assembly procedures. It was determined that the issue was not generated though the packaging manufacturing process." The exact cause of the packaging damage could not be determined however it is likely that there was an element of handling damage based on the analysis of the returned packaging.

Event description:
The box was opened and a white substance was seen all the way around the plastic packaging. The surgeon questioned sterility and refused to use the implant. An immediate back up was available so no delay in surgery or adverse consequence to the patient.

Event description:
The box was opened and a white substance was seen all the way around the plastic packaging. The surgeon questioned sterility and refused to use the implant. An immediate back up was available so no delay in surgery or adverse consequence to the patient.